Event description:
A site rep, operating room purchasing manager, reported an older model vertek arm that will no longer tighten faulty. This did not occur during a procedure. There was no pt present.

Manufacturer narrative:
RMA issued. Eval of returned part finds this is a down revision part. The starburst end of the vertek will not lock down. Replacement part shipped on (B)(4) 2012.